Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the hard drive and reloaded the software. The system operates as intended.

Event description:
It was reported that the 9800 system would not fully boot up. No patient injury was reported.